Event description:
The customer stated that he received a reading of 7.0. The cutomer was not aware that he had changed the units of measure. He did not allege any adverse events and was able to reset the meter go mg/dl with assistance. The customer was satisfied and no product will be returned for evaluation.